Manufacturer narrative:
(B)(4).

Event description:
We were notified of a complaint from a customer, stated when making an initial incision, the blade broke. The tip of the broken blade floated into the knee joint and was retrieved. It is unknown how the blade was removed or if this caused a delay in the procedure. Device was received and complaint confirmed. Due to the reported incident and in an abundance of caution, an MDR is being filed and the reference number is (B)(4).